Manufacturer narrative:
Additional medical devices impacted by this correction/removal are list number 07l02, aps centrifuge module, and list number 07l07, aps storage retrieve module. A product correction letter was issued on september 7, 2018 to all customers with accelerator aps modules installed to inform them of the issue identified. The letter informs the customer that personnel fitted with a pacemaker/implanted heart defibrillator must not handle or work on these modules at distances less than 200 mm even if the warning label is missing. An errata sheet was included with the letter for the customer to review and save with the operations manual for future reference regarding the "safety distance" required for pacemakers/implanted heart defibrillator. An abbott representative will contact all impacted customers to schedule time to place a new hazard label on the accelerator aps modules. In the interim, the customer was instructed to remove the last page of the product correction letter and affix a copy of the label on the cover of the modules until the official pacemaker label is available.

Event description:
The accelerator aps is a modular system designed to automate sample handling and processing in the clinical laboratory. The transport mechanism within the system generates a magnetic field which may interfere with pacemaker/implanted heart defibrillator functionality at close distances. Abbott laboratories has identified that the required pacemaker/implanted heart defibrillator safety label was not applied to the accelerator aps module covers to warn laboratory technicians who have a pacemaker/implanted heart defibrillator about the potential risk if they operate these modules. Information regarding the label was not included in the operations manual to identify the risk of a pacemaker/implanted heart defibrillator malfunction or the minimum safety distance of 200 mm (7.87 inches) from the transport mechanisms for any person with a pacemaker/implanted heart defibrillator. This creates a potential hazard to the system operator or field service engineer, if he/she has a pacemaker/implanted heart defibrillator, due to the exposure to the electromagnetic field. No complaints have been received regarding this issue and no injury has been reported.